Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the diamondback 360 precision coronary orbital atherectomy device (oad) was used for treatment of heavily calcified, mildly tortuous, de novo lesion in right coronary artery (rca) and posterior descending artery (pda). The patient had an aneurysm between pda and posterior left ventricular artery (pla) with a calcified nodule in front of the aneurysm. When the oad crown crossed the nodule, a perforation was seen. An abbott graftmaster stent was used to contain the bleeding. The patient was stable and the procedure was successfully completed without further complications. In the opinion of the physician, the oad and aneurysm contributed to the perforation as perforation occurred when the oad crown crossed the nodule and passed near the aneurysm. Additionally, according to the physician perforation was an expected outcome of treating near the aneurysm.

Event description:
It was reported that the diamondback 360 precision coronary orbital atherectomy device (oad) was used for treatment of heavily calcified, mildly tortuous, de novo lesion in right coronary artery (rca) and posterior descending artery (pda). The patient had an aneurysm between pda and posterior left ventricular artery (pla) with a calcified nodule in front of the aneurysm. When the oad crown crossed the nodule, a perforation was seen. An abbott graftmaster stent was used to contain the bleeding. The patient was stable and the procedure was successfully completed without further complications. In the opinion of the physician, the oad and aneurysm contributed to the perforation as perforation occurred when the oad crown crossed the nodule and passed near the aneurysm. Additionally, according to the physician perforation was an expected outcome of treating near the aneurysm.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information received, the investigation determined that the reported patient perforation of vessels and unexpected medical intervention appear to be related to operational context. In this case it is possible that the reported patient perforation of vessels and unexpected medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, g6, h2, h6. H6: codes 4118, 3233, and 11 no longer apply.